Event description:
It was reported that the customer had an urgent care visit due to large ketones and unexplained high blood glucose of 200mg/dl, and he was treated with the insulin pump. It was stated that his glucose level dropped by the time he arrived to the hospital. The caller stated that the infusion set was changed, and his glucose level starts to come down. The mother mentioned that the nurse at the customer's school noticed that the site was coming out and attempted to push back the infusion set the day of the event. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.